Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds. An x-ray was performed to confirm lead placement. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.